Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at 12 atmospheres for 5 seconds. The device was removed smoothly and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.